Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, serial: (B)(6), UDI: (B)(4), batch: 8166570.

Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had caused the issue.